Event description:
It was reported that the insulin pump alarmed during prime and insulin was squirt out of the tubing. The insulin pump was not bumped or dropped. Blood glucose value was 13 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to cracked end cap. The drive support cap was inspected and no anomaly was noted. The device had minor scratches on the lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.